Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was therapy stopped working. Pt said the ins was to stimulate nerves that go down to the right leg. Last month or so pt had been having problems with the foot being very painful, sore and discolored. Pt used the programmer and increased stim, but felt no stim as it was not doing anything at all. Pt usually kept settings low. In the past if pt tried going really high their leg would start trembling and shaking and then pt turned it down. But now pt felt nothing, no stim, no vibration, when turning up. Pt called the manufacturer representative (rep) and pt told the rep they did not know how to use theprogrammer. Pt said "this is not to play with, I can lose my leg". Pt said their leg was sore and discolored and pt alleged it was because the device was not working. Pt said this had something to do with circulation. The foot was not getting circulation because the device was not working. Pt said this is urgent and they were having pain. On the call patient services (pss) had pt use the programmer and confirmed ins was on. Pt was at 1.8 v. Pt said yesterday they went up to like 8. On the call pt was at 2.2 v. It appeared pt did not have access to other programs or groups. Pt said they had no falls. Pt was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.